Event description:
It was reported that an ongoing altitude alarm intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to manual injections for insulin therapy.